Manufacturer narrative:
This report is submitted on december 17, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to progressive distortion of sound quality. The patient was reimplanted with a new device on the same date.